Event description:
Device 3 of 3 : reference MFR report: 1627487-2018-12219 and 3006705815-2018-03046. It was reported that the patient's infection has cleared.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2018-12219 and 3006705815-2018-03046. It was reported the patient was experiencing pain at the scs ipg site. Reportedly, the patient fell and landed on the side of the implant. The patient stated there was redness and tenderness to the touch at the scs ipg site. Consequently, the patient's physician decided to remove the patient's scs system. During the removal procedure the physician found the patient had an infection all through the scs system's implant sites. The removal procedure was completed and the patient was prescribed antibiotics